Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the dentist stated that there is a gap on the right side which is causing bite to be off. The dentist mentioned due to the teeth not touching on the side it will begin to wear my front teeth down.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.